Event description:
It was reported that the lead helix would not screw in during implant, therefore, it was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned. There were no anomalies found. It was noted that the stylet/guidewire was kinked /buckled and the distal connector of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. (B)(4).